Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete.additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The optease retrieval filter would not deploy. The physician pulled another filter and placed it with no event or injury to patient. The physician believed the obturator remained fixed while the deployment sheath was pulled back. The size and shape of the vena cava was reported as normal and pre and post imagining was performed verifying that the filter was not in a side vessel; however, these films have not been supplied to date. There was no difficulty or resistance/friction while advancing the deployment sheath to the deployment target. A non sterile optease retrieval filter was returned inside a bag. A filter and the filter cartridge were received for analysis, the filter was received expanded and presents a strut damaged, the filter's barbs were inspected for damage and no anomalies were noted. No other anomaly was observed in the returned device. The filter part number e7137200 was measured per drawing spec in order to review the filter's width, which is 34.8mm+/- 0.8mm and the obtained value was 34mm and it is within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported incomplete expansion was not confirmed. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. With the limited amount of information available and without films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
The optease retrieval filter would not deploy. The physician pulled another filter and placed it with no event or injury to patient. The catheter was disposed of, only the filter itself was returned to rep. The physician believed the obturator remained fixed while the deployment sheath was pulled back.